Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified weight of the device to be within specification, crease fold, deformation, wear abrasion and observed 40 mm dark patch edge material inside gel device. Cloudiness in the gel observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "breast felt firm and looked abnormal due to capsular contracture." Healthcare professional reported and confirmed right side "capsular contracture, grade IV." Device remains implanted.